Manufacturer narrative:
Based on the evaluation, we found that both products are different from each other. Heparin lock flush label is predominantly yellow in color whereas the sodium chloride injection, usp, 0.9% label is predominantly peach in color. The tip cap colors of the products are different - yellow for heparin lock flush and peach for sodium chloride injection, usp 0.9%. The plastic pouch containing the syringes are also different for both the products. Heparin lock flush syringe is in a clear plastic pouch with imprint "do not place the syringe on the sterile field" printed on it, whereas, sodium chloride injection, usp, 0.9% is in a clear plastic pouch. Based on the differences noted above, both products can be easily differentiated from each other. Based on the recommendation of health care professions, medefil has filed a supplement cbe-0 (nda 202832, s-006, ectd seq. 0022, filed on (B)(6) 2022) to change the color of syringe and dispenser box labels from peach to grey.

Event description:
On (B)(6) 2022, medefil inc. Received email from the FDA regarding MDR report# (B)(4). It was mentioned in the MDR that saline flushes and heparin flushes provided by medefil, inc. Are similar in color. Due to drug shortages we have been having to purchase what we can get materials fills the saline. The heparin is a gold color and the saline is peach. Heparin was put into the saline bin in the supply room. A seasoned nurse caught this but they very much look alike. The supply chain issues are absolutely making things extremely difficult. Education to pay extra attention to how things are labeled. Alert to all stock who staff and administer manufacturer/labeler similar label/packaging. Error occurred; medication did not reach patient.